Event description:
It was reported that a diabetic female patient (B) (6) was undergoing a kyphoplasty procedure under sedation. The patient was in the prone position, on a cardiac table top without restraints. The patient's excess body mass extended beyond the width of the table top. During the exam, the patient fell from the table. The patient was brought to the emergency department with lacerations on both legs. The technologist stated that she was not certain the lacerations occurred while falling from the table as there was no evidence of tissue mass present when she cleaned the table after the event. The patient is still hospitalized at the time of this report.

Manufacturer narrative:
The system was checked by local service, and was operating according to specifications, and no causal relationship between the event and the device could be identified.